Event description:
It was reported that during a case, a pt experienced a hypoxic episode for an undetermined amount of time. The pt's displayed oxygen saturation readings were low during the time of the reported event. There was no report of any alleged machine malfunction at the time of the reported event and the machine remained in use after the case in question. A draeger technician was contacted on june 16, 2009 to download the machine logs. The draeger technician downloaded the logs for eval. The draeger technician performed system verification and calibration checks on the fabius gs and all tests passed to draeger specifications.